Event description:
It was reported that t-wave oversensing (twos) occurred with the right ventricular (rv) lead. The rv lead programmins was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.